Event description:
The pt is pursuing a product liability claim arising out of the alleged use of the durom acetabular component, right side. It was reported that the pt rec'd an implant on (B)(6) 2006 and revised on (B)(6) 2006 due to pain and loosening.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Based on an extensive investigation of events reported from several user facilities outside the u.s, zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical techniques not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Should add'l info becomes available and/or the device (s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).